Manufacturer narrative:
The mobile view station (mvs) interface (umbilical) cable was returned to the manufacturer for analysis. Investigation confirmed reported complaint. Mvs interface cable failed bench test using cable validator nt900. Gbit test failed with open at pin # 1 and pin # 2. 100t test passed, continuity test passed and visual inspection passed. The hardware investigation found that reported event was related to a hardware electrical failure; open cable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was unable to perform 2d image acquisitions and a frame rate error would appear on the viewing station of the imaging system. No additional information was provided. The reported issue occurred during testing outside of a procedure.